Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.